Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 300mg/dl while wearing the pod on her arm for between 4 and 24 hours. She took 30-40 units of insulin and called an emergency line, the representative advised her to go to the emergency room (ER). She changed the pod and went to the ER where she was diagnosed with high blood glucose. She was placed on fluids and a non-stress test was performed on the baby, as the patient was pregnant at the time of the event. She was in the ER for 5 hours and discharged the same day. The patient did not recall the date of the incident.